Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 220 mg/dl.